Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 4111 and 4114. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. The product was not returned for investigation. The reported event is non-verifiable. Based on the evaluation, the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Customer reported that a iuniht screw fractured in the patients mouth and was replaced.